Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that an adhesive failure led to a dislodged cannula and subsequent hospitalization for hyperglycemia. No additional information was provided to confirm the event date, duration of pod wear, infusion site location, specific blood glucose levels, symptoms experienced, length of hospitalization, medical diagnosis, treatment administered during hospitalization, or the discharge date. No further details are available.